Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: "was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? There were no adverse consequences to the patient. What is the patient¿s current status? No further information is available. No further information will be provided." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-02232.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. When the sutures were used on blood vessels and continuous suturing was performed, the sutures were broken many times when tying the sutures. The operation time was extended within 30 minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number:(B)(4). Date sent to the FDA: 4/27/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that the suture kept breaking, please confirm how many devices experienced this quality issue during this procedure.: 2 products. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Related to: 2210968-2022-02232, 2210968-2022-02233.